Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked into the patients bed at the end of the infusion. This complaint was created to capture the 4th of 6 related incidents. The following information was provided by the initial reporter: "pt had working piv (22g bd nexiva) that flushed perfectly with blood return, mg was infusing. Rn/mother noticed leaking around the piv site and into the bed towards the end of the infusion. When assessed and flushed, it was found that the piv was leaking from where the blue tip of the piv connected to the clear tubing of the piv. Rn called vat to come assess at the bedside. Unfortunately because there was no t-connector the piv had to come out and a new one was placed. Per vat request rn safety scooped to draw awareness to potential product malfunction."

Manufacturer narrative:
H6: investigation summary. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked into the patients bed at the end of the infusion. This complaint was created to capture the 4th of 6 related incidents. The following information was provided by the initial reporter: "pt had working piv (22g bd nexiva) that flushed perfectly with blood return, mg was infusing. Rn/mother noticed leaking around the piv site and into the bed towards the end of the infusion. When assessed and flushed, it was found that the piv was leaking from where the blue tip of the piv connected to the clear tubing of the piv. Rn called vat to come assess at the bedside. Unfortunately because there was no t-connector the piv had to come out and a new one was placed. Per vat request rn safety scooped to draw awareness to potential product malfunction."